Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was on but would only remain on while plugged in and that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging and unresponsive touchscreen issue was verified, but the minimum fill notification issue could not be verified.